Event description:
It was reported that this pacemaker was in a valid radio frequency (rf) overuse condition. Technical services (ts) analyzed device episode data and determined that this condition was being caused by frequent alerts from non-sustained ventricular arrhythmia episodes due to oversensing of the patient's atrial fibrillation (af) with rapid ventricular response (rvr). No adverse patient effects were reported. This pacemaker remains in service.